Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 13 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ no product was returned and therefore the root cause could not be determined this report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2017-00385 / 00386 / 00387 / 00388 / 00389).

Event description:
A clinical patient underwent a right shoulder arthroplasty and this patient has reported on going pain, instability and stiffness in the right operative shoulder since approximately 18 days post-implantation with some improvement in pain and instability approximately six months post-implantation but with some stiffness still reported. At approximately one year post-implantation, the patient reported experiencing pain and instability with the stiffness having diminished. No revision has been reported to date and no more information has been received.